Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that an error e102 was generated upon connecting the scope and then during the procedure, if the head was tapped or bumped, the image appeared intermittently. In addition, an e204 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no abnormality with this product and there was a problem with the compatible light source (clv-190). It is likely that the lamp went off due to deterioration of the lamp or due to accidental failure of the ignition mechanism. Additionally, it is likely moisture or debris adhered to the endoscope connector contacts of the light source due to insufficient cleaning by the user, and contact failure of the contacts occurred resulting in an image transmission failure. Regarding the communication failure with 190 series endoscopes, the instruction manual contains the following description: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."